Manufacturer narrative:
The pump has not been returned to curlin medical. (B) (6) hospital has elected to send this device to an independent test facility for eval. A supplemental report will be provided if and when add'l info is presented to curlin medical.

Event description:
It was reported that a curlin medical infusion pump allegedly malfunctioned and over infused in the field. A patient who just had a joint replacement was set up to receive dilaudid post op for pain. When the cna went to the pt's room to take v/s, they noticed that the IV bag was dry. This was 20 minutes after the IV bag was hung. It was noticed that the pt was cyanotic and had a respiratory arrest. They then coded the pt., the ed team as well as the anesthesiologist arrived. The pt was given 3-5 doses of narcan 0.1-0.2mg IV and became responsive. He was then transferred to the ICU where he stayed for 12 hours. He was then transferred back to the orthopedic unit and has been discharged. No permanent impairment or damage has been reported.